Event description:
The customer was hospitalized for high blood sugar levels. It was indicated that there was no sign of any illness that may have contributed to the hbgs and the family member did not have any explanation for the hbgs. In the alarm history, an alarm occurred, but the cannula was not bent. The pump's programming was accurate. Troubleshooting was done and the pump passed the functional tests.